Event description:
Caller reported a minimum fill notification while attempting to load a new cartridge. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The caller was instructed to clean the pump's pneumatic tap area and to use a new cartridge. Assistance was provided in successfully loading the new cartridge onto the pump, allowing the customer to resume insulin therapy.